Event description:
It was reported that there were high impedance values measure after implant (5 out of 8 electrodes). It was noted that the values were normal prior to wound closure. A revision was performed on (B)(6) 2012. The adaptor was taken off and normal impedance measurements were confirmed. The reporter believed the problem to be with the adaptor. The patient outcome was unknown.

Manufacturer narrative:
Product ID neu_adaptor_acc, product type accessory; product ID 3777-45, serial# (B)(4), product type lead; product ID 3708140, serial# (B)(4), product type extension. (B)(4). (B)(6).